Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. **additional system component being reported for this event: there are four (4) unknown batteries for this event with the same device codes: battery/unk battery/ catalog number: unknown / expiration date:unknown, (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that power switching occurred. The controller and associated batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Brand name: heartware® ventricular assist system - battery, serial #: (B)(4) - battery / model# 1650de / expiration date 2017-06-30 / UDI# (B)(4), device manufacture date: 2016-06-30. Brand name: heartware® ventricular assist system - battery, serial #: (B)(4) - battery / model# 1650de / expiration date 2018-01-31/ UDI# (B)(4), device manufacture date: 2017-01-31. Brand name: heartware® ventricular assist system - battery, serial #: (B)(4) - battery / model# 1650de / expiration date 2018-01-31/ UDI# (B)(4), device manufacture date: 2017-01-31. Additional system component being reported for this event: brand name: heartware® ventricular assist system - battery, serial #: (B)(4) - battery / model# 1650de / expiration date 2018-01-31/ UDI# (B)(4), device available for evaluation: no, device manufacture date: 2017-01-31, labeled for single use: no. (B)(4). Brand name: heartware® ventricular assist system - battery, serial #: (B)(4) - battery / model# 1650de / expiration date 2018-01-31/ UDI# (B)(4), device available for evaluation: no, device manufacture date: 2017-01-31, labeled for single use: no, (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: it was reported that the patient was experiencing power switching events. One controller (con304044) was returned for evaluation. Six batteries (bat219542, bat510270, bat510296, bat510348, bat510357, bat047437) were not returned for analysis. Various analyses were conducted and reviewed to evaluate the performance of the returned device in relation to the reported event. Review of the batteries¿ manufacturing records confirmed that the associated devices met all requirements for release. Failure analysis of the returned controller revealed that the device passed visual examination and functional testing. Log file analysis revealed that the controller, con304044, contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data files revealed power switching events due to momentary disconnections involving bat219542, bat510270, bat510296, bat510348, bat510357, and bat047437. Additionally, log file analysis revealed power switching events due to a communication errors involving bat510357. As a result, the reported event was confirmed. An internal investigation was initiated to capture events involving the momentary disconnections. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the batteries remain in use.

Manufacturer narrative:
Corrected section: h6 and h10. Additional devices involved in this event: d4: battery / (B)(4). H6: FDA conclusion codes: 4307, 12 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion:it was reported that the patient was experiencing power switching events. One controller (B)(4) was returned for evaluation. Six batteries (B)(4) were not returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Review of the batteries¿ manufacturing records confirmed that the associated devices met all requirements for release. Failure analysis of the returned controller revealed that the device passed visual examination and functional testing. Log file analysis revealed that the controller, (B)(4), contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data files revealed power switching events due to momentary disconnections involving (B)(4). Additionally, log file analysis revealed power switching events due to a communication errors involving (B)(4). As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. Heartware is investigating momentary disconnections. D4: (B)(4) - battery h3: no, device not returned h6: method code(s): 3372, 3317 h6: result code(s): 3213 h6: conclusion code(s): 25 d4: (B)(4) - battery h3: no, device not returned h6: method code(s): 3372, 3317 h6: result code(s): 3213 h6: conclusion code(s): 25 d4: (B)(4). - battery h3: no, device not returned h6: method code(s): 3372, 3317 h6: result code(s): 3213 h6: conclusion code(s): 25 d4: (B)(4) - battery h3: no, device not returned h6: method code(s): 3372, 3317 h6: result code(s): 3213 h6: conclusion code(s): 25 d4: (B)(4) - battery h3: no, device not returned h6: method code(s): 3372, 3317 h6: result code(s): 3213 h6: conclusion code(s): 25 **additional system component being reported for this event: d4: (B)(4) - battery / model# 1650de d10: no h3: no, device not returned h5: no h6: device codes: c63030 h6: method code(s): 3372, 3317 h6: result code(s): 3213 h6: conclusion code(s): 25 this report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis/investigation results. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.